Manufacturer narrative:
(B)(4). Analysis was performed on the returned device. The reported needle to cuff miss was confirmed. The reported event appears to be related to interaction with the patient calcification. The treatment appears to be related to procedure circumstance. The subsequent treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
Subsequent to the initial medwatch reported, additional reported information indicates that an arteriotomy closure of the mildly calcified right common femoral artery was attempted using a proglide device via a 7f or 8f sheath after a percutaneous coronary interventional procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that arteriotomy closure of the mildly calcified common femoral artery was attempted using a proglide device. Reportedly, the proglide plunger was pushed down and then removed, but the suture did not come out; a cuff miss occurred. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure. The physician is reportedly trained in the use of the proglide device. No additional information was provided.